Manufacturer narrative:
Insulin pump received with button error alarm due to corroded keypad traces. No moisture damage on electronics noted. Device had scratched display window.

Event description:
Customer reported via phone call that the insulin pump alarmed a button error alarm. Customer's blood glucose was 484 mg/dl. Device was in customer's back pocket. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.